Manufacturer narrative:
Evaluation summary: evaluation of the device was completed on-site by the baxter repair technician. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The reported condition of pump failed accuracy testing was confirmed by the baxter repair technician. The failure was determined to be a faulty pump head module assembly, which was replaced. The device was tested by the repair technician and returned to service.

Event description:
A baxter field service technician reported a pump that failed accuracy testing. Information was not provided regarding whether the event occurred during patient use. According to the facility representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details becomes available.this report represents all information known by the reporter at this time. Service was conducted on-site.